Manufacturer narrative:
(B)(6). A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6272176. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported there was blood leaking from the tubing on a bd pegasus plus closed needle protection IV catheter system after the nurse connected it to the infusion and punctured the patient. There was no report of injury or medical intervention.